Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead was undersensing. Due to the ra undersensing the device detected the ventricular rate as greater than the atrial rate resulting in an inappropriate therapy being delivered to the patient for an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The device and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.